Event description:
It was reported that an overinfusion occurred. A 500ml bag hung, rate set to deliver at 23ml/hr. Approximately 30 minutes later 90mls where found left in the bag. No reported patient complications.